Event description:
As reported, due to a degenerated 23 sapien xt valve, a 23mm sapient 3 ultra valve was implanted (viv). The patient was doing well post procedure.

Manufacturer narrative:
Correction: event type: product problem added, device code degraded 1153 added, valve in valve (no info available) insufficient information 3190 removed. Additional information: updated b5 event description. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve degeneration could not be confirmed, but may be related to the patient¿s co-morbidities not provided and/or pre-existing valvular disease process complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information received: implant date, patient age, patient gender, medical history.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined.   It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event.   At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.  A supplemental report will be submitted when and if additional information becomes available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 ultra valve was implanted valve in valve (viv) in a 23 mm sapien xt. The cause for the viv is under investigation. The patient was reported to be doing well post procedure.